Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report comparing readings on plink with another meter. Results are out of the 20% range. Analysis run on clark error grid using competitive reading (153) as ref. Point vs. Bd readings (525) yielded data points in the c range of the grid, outside of acceptable limits.